Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's left lead exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the left lead and ipg was replaced to address the issue

Manufacturer narrative:
Correction: additional information indicated incorrect patient and device information was reported in the initial report. Correct information has been updated on this report. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000067767.

Event description:
Additional information received indicates the patient was unable to set system into MRI mode due to high impedance.